Manufacturer narrative:
On (B)(6) 2020, additional information received includes the pre and post operative results are as follow. Mechanical complication of implants and asymmetry. As a result patient underwent revision mastopexy, plus bilateral removal and replacement of implants as follow: left replaced with cat#:3507215mc, sn#:(B)(6), and right replaced with cat#:3507275mc, sn#:(B)(6) on (B)(6) 2020. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 250 cc silicone breast implants which the left side ruptured and issue with capsular contracture after implantation. Patient reported hardness, when sleeping, and she needs to put her arm underneath the breast due to been uncomfortable and the breast is push higher than the other breast and its mis-shaping. Mammogram on (B)(6) 2019, physician informed implant needed to be taken out. Ultra sound result indicated ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.